Event description:
While wiping off tissue pad with a gauze the pad fell off instrument, and on the sterile table. The disposable was replaced and the case was completed successfully without any pt consequence.